Manufacturer narrative:
(B)(4). Event date - (B)(6) 2018. Explant date - (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned by patient.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was noted to have a fractured post from the articular surface approximately four years post-implantation. The patient underwent a revision procedure one month later.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: